Event description:
Pt received second and third degree burns on the lower abdomen during a laparoscopic procedure birtcher 5000 plus esu was being used in the bipolar mode with co disposable bipolar forceps (706316) and co interconnect cable 3999. All equipment and disposables were impounded and tested by biomedical engineering. No problems were found with the electrosurgical unit. The location of the burns suggest the connection between the bipolar forceps connector and bipolar cable connector was the source of heat that resulted in the burns. There is no positive latching or locking mechanism to prevent partial opening of this connector. In the presence of conductive fluid and a loose connection, energy from the esu may be diverted from its intended path.